Event description:
It was reported that during a robotic laparoscopic sigmoidectomy procedure, while preparing the left colon, instrument errors were t riggered on the three remaining arms. The instruments could not be retrieved normally at the bedside, and the instrument bar was greyed out. The surgeon was unable to activate the instruments from the surgeon console, along with it, all the three sterile interface modules (sims) could not be identified. All the instruments were removed by broken instrument protocol. The team attempted to resolve the issue by rebooting the tower; however, because the reboot would have resulted in an approximately 20¿25 minute delay, the robotic surgery was converted to traditional laparoscopic surgery.

Manufacturer narrative:
D4: serial #, h3, h4 and h6: annex b, annex c and annex g have been updated. Device evaluation: medtronic led an evaluation of the associated device data for the reported sterile interface module (sim). Evaluation of the device data indicates that sim sn: (B)(6) was attached to arm cart assembly (aca) 2 sn: (B)(6) during the procedure. Logs also show that due to an ethercat failure that occurred on aca 1 sn: (B)(6) , there was a mismatch between the reset and error counter that lead to an error code ¿main system computer mismatch in reset and error counting failure¿ occurring. This is a system non-recoverable error that prevents tele-operation, puts all arms into a soft stop non-recoverable state, and causes all the instruments to be grayed out. However, the logs indicate the sims were still recognized as attached after the error code occurred and were disconnected several minutes later. Evaluation of the device data for the reported sterile interface module noted no abnormalities associated with the reported condition. Therefore, the investigation was not able to identify a root cause or speculate on a probable root cause. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: mrasilf19 sn: unknown; mrasc0002 sn: (B)(6); mrasc0002 sn: (B)(6); mrasc0002 sn: (B)(6); mrasi0011 sn: (B)(6); mrasi0011 sn: (B)(6); mrasa0003 sn: unknown; mrasa0003 sn: unknown; mrasc0001 sn: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic sigmoidectomy procedure, while preparing the left colon, instrument errors were triggered on the three remaining arms. The instruments could not be retrieved normally at the bedside, and the instrument bar was greyed out. The surgeon was unable to activate the instruments from the surgeon console, along with it, all the three sterile interface modules (sims) could not be identified. The team attempted to resolve the issue by rebooting the tower; however, because the reboot would have resulted in an approximately 20¿25 minute delay, the robotic surgery was converted to traditional laparoscopic surgery.